Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheters were not becoming slippery. It stated that the catheter comes with a water bag but the coating did not become slippery after activation. They compared it to an old catheter and the old catheter became slippery.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual inspection noted 26 hydrosil iscs in closed packaging with no nicks, burrs, bends, flash, bumps or sharps present. Functional evaluation noted organoleptic test was conducted and 13 samples were tested. All 13 samples did not have any lubricious coating material present. Therefore, product does not meet specifications. A potential root cause could be operator error. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheters were not becoming slippery. It stated that the catheter comes with a water bag but the coating did not become slippery after activation. They compared it to an old catheter and the old catheter became slippery.